Manufacturer narrative:
The unit powered up properly after battery installation. The unit was received with its operating currents within specification. Unit was monitored and no blank display anomalies or constant tone were noted. The insulin pump passed the self test, unexpected restart error alarm test, rewind, basic occlusion test and displacement test. However, the unit was unable to prime during the prime/compromised force sensor system test due to faulty force sensor resistor. The unit was also received with corroded electronic assemblies. The following physical damage was noted: cracked casing at display window corners, broken battery tube threads, and minor scratches on the lcd window.

Event description:
The customer reported via phone call that his insulin pump had a constant tone alarm. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the constant tone. The tone occurred during basal delivery. There were no alarms preceding the constant tone. However, the customer was unable to clear the constant tone. The customer removed the battery and inserted a new one, but the display remained blank. The customer confirmed that the insulin pump had not been bumped, dropped, or exposed to moisture. The customer confirmed that the battery cap contacts, battery compartment, and spring did not have any damage, corrosion, or missing components. A new alkaline aaa battery was inserted into the pump but the display did not return. The battery cap contact was cleaned and a new aaa alkaline battery was inserted again but the display did not return. The insulin pump was returned for analysis and a replacement device was shipped to the customer.